Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage at the electronic and at the motor; unable to verify no button response due to blank display. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was exposed to moisture; the customer was swimming in the pool while wearing the insulin pump. The customer's device was functional well for eight hours after the initial moisture exposure before going blank. The patient's blood glucose at the time of incident was 183 mg/dl. Troubleshooting was initiated for the exposure to moisture and the customer confirmed that there was moisture under the lcd display. The customer stated that she was only swimming for 15 minutes. There was no other damage or issue with the insulin pump. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.